Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that shortly after implant, high impedances were observed, and the pocket was reopened. The physician noted a loose lead, and attempted to reconnect the lead, but was unable to access or unscrew the setscrew. The implantable cardioverter defibrillator (ICD) was explanted and replaced. No patient complications have been reported as a result of this event.